Event description:
A report was received via FDA's medical products reporting program that a pt experienced symptoms consistent with fungal keratitis while using renu with moistureloc multi-purpose solution. The pt reported using the product for several years, and the symptoms first occurred in 2005. Since 2005, the pt has contacted optometrist, ophthalmologist, and tried several precautionary things such as changing contact lenses and lens cases, but did not initially suspect the contact lens cleaner. As of 206, the pt was still "struggling with the problem of no relief."

Manufacturer narrative:
Bausch & lomb initiated an investigation that evaluated the mfg facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. All of the records indicate there were no anomalies that could have been related to the report, there were no fusarium recoveries from the facility environmental monitoring program of the aseptic processing areas, and all product release sterility met criteria. Product retain sample testing was completed where lot numbers were available and indicated that all chemical and biocidal performances were effective against microbial challenges as required. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fungal keratitis in unusual circumstances. We are continuing to investigate this link but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.